Event description:
It was reported that during thyroidectomy procedure, threshold was set to 100, the emg tube when it was connected for monitoring would not recognize or pick up any data. There was auditory feedback. Stim return showed feedback without any bipolar, monopolar or any form of stimulus or energy. They did troubleshoot and were not able to make it function properly. They said that red lead was believed to be cause of malfunction. They opened a new tube which worked and functioned normally. There was a delay in case and no patient injury related to the event.

Manufacturer narrative:
H3: product analysis of the device found that visually, there was whitish yellowish colored contamination on the cuff balloon on the distal end of the device and bubbles/oxidation on the blue with white stripe trace pad when returned. Additionally, there was surgical tape wrapped near the clamp shell when returned. Under magnification, there were small holes in the blue with white trace pad. Electrically, resistance from end to end shall be less than 200 ohms and the actual measurements were 139.5 ohms (blue), between 200 and 1000 ohms (blue with white stripe), 129.4 ohms (red), and no reading on the distal end of the trace pad and 122.0 ohms on the proximal end (red with white stripe) which blue with white stripe and red with white stripe electrodes were out of specification. Conversely, when a stylet was used to manipulate the shape of the device, all electrodes went out of specification for continuity. Functionally, for additional analysis, the device was connected to a nim system, and the trace pads were submerged in saline to perform an electrode check and functional testing. The device passed the electrode check, but there was excessive feedback/noise that resulted in a lead off detection error in channel (vocalis) 1. However, when manipulating with the clamp shell with a stylet, vocalis 2 had a lead off detection error and vocalis 1 was normal. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.